Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had missing segments/partial display. Customer's blood glucose at time of incident was unknown. The customer stated that the lcd is broken, spot of ink.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, minor scratches on the display window, a cracked reservoir tube lip and missing segments/partial display due to lcd glass damage.